Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Weekly trend data shows that at the end of (B)(6) 2014 the right ventricular lead unipolar impedance increased from approximately baseline of 350ohms to approximately 950ohms and was varied.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-35 lead, implanted: (B)(6) 2009; a 4968-35 lead, implanted: (B)(6) 2007; a hc15014 tissue valve, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the right ventricular lead has variable high impedance. It was further reported a fifteen second pause occurred and the lead is suspected as being fractured. Additional information reported noted that during atrial capture management testing the right ventricular lead was noted to not capture. Reprogramming occurred and the lead remains in use. No further patient complications have been reported as a result of this event.